Manufacturer narrative:
The insulin pump alarmed no delivery outside of specifications during the occlusion test. The root cause of the malfunction could not be determined due to the insulin pump's preservation. However, the insulin pump passed the displacement, rewind, basic occlusion, prime, and excessive no delivery tests.

Event description:
It was reported that the customer passed away. The cause of the death was unknown at the time of the report. The customer was wearing the insulin pump at the time of death. Nothing further was reported.